Event description:
It was reported that the procedure was to treat a moderately calcified lesion in the diagonal artery, with moderate tortuosity. The 3.0 x 38 mm xience prime stent delivery system (sds) was advanced through the guide catheter, but when it entered the patient anatomy, the stent could not be seen under angiography and it was concluded that the stent was not on the balloon. The stent was noted to have dislodged inside the guide catheter. The guide catheter was removed from the patient with the stent implant still inside. Resistance was noted during advancement and removal of the sds in the guide catheter; however, it was not considered significant resistance. The case was completed with the implantation of a new 3.0 x 38 mm xience prime. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The stent dislodgement was confirmed. Guiding catheter resistance could not be tested due to the condition of the returned device. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.